Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An adult male pt was undergoing a posterior cervical fusion on (B)(6) 2010. The mayfield skull clamp was applied and within 5 mins of locking the unit in place and repositioning the pt into a prone position, the unit slipped. The pt incurred a 3-4 inch laceration which required stapling to close the wound. The unit was changed and the procedure was completed without further incident. Mayfield disposable pins (lot # a1083) were being used during the procedure. No stereotaxy devices were being used during this procedure.